Manufacturer narrative:
No lens returned in unit box.

Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The reporter stated the cause of the lens tear was due to a loading error. This is the first of two lenses used on this pt. See MFR report # 2023826-2007-00515.